Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found damage to 1st distal strut , the strut has been pulled in a distal direction on one side. The proximal side of the stent was intact and undamaged. Hardened medium was noted inside the balloon. No damage was noted along the shaft of the device. No other damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 26x3.5mm target lesion was located in the non-tortuous left anterior descending (lad) artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.